Manufacturer narrative:
The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia, such as atrial fibrillation or flutter, requiring treatment

Event description:
It was reported to gore a 44mm gore® cardioform asd occluder was selected to treat an atrial septal defect stop flow balloon sized to 25mm. The device was deployed in the defect. Immediately after the right disc was deployed the patient experienced complete heart block. The device was reloaded into the catheter and patient was medically managed until rhythm went back into sinus rhythm. The patient remains in sinus rhythm and will be treated surgically.